Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: colectomy. According to the reporter: after firing the device, the doctor noticed a leak on the staple line. The doctor removed the anastomosis and started the procedure again using another ta6035s and eea28 device. The doctor is uncertain as to whether the ta or eea were the cause of the air leak. The delay in operating room time was 20 minutes. There was no blood loss reported.